Manufacturer narrative:
Analysis was normal. No anomalies were found.

Manufacturer narrative:
Ok no device code available. The physician noted cloudiness of the connector and was not used.

Event description:
It was reported that during a device changeout, the physician noted that the implantable cardioverter defibrillator appeared different, there was cloudiness in header and - casing around it -. The device was not used and a new device was successfully implanted. The patient was in good condition post procedure.